Manufacturer narrative:
**Update** 10/05/2012 - clinical reports received. Stated that patient revised due to chronic deep infection with pain and redness. The femoral stem was added to the product pages. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. ***update the final product listed was inadvertently missed; therefore, investigation is incorrect. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Review of the device history records and/or a complaint database search was not possible for the ceramic head and ultamet metal liner as the lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. **update**02/06/2013 - medical records received. No new information received that would change the existing MDR decision. **update** 02/12/2013 - x-rays were received. The complaint was re-opened. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Review of the device history records and/or a complaint database search was not possible for the ceramic head and ultamet metal liner as the lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. Medical records and x-rays were obtained and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patients operative records were received. Records indicate the patient was revised to address loosening of the femoral prosthesis. Following extraction of the femur, the thin trochanteric area broke and there was a greater trochanteric fracture. Records also indicate debris and loosening material. (Left hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.